Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the mildly calcified, heavily tortuous and 85% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction and/or manipulation of the compromised device resulted in the noted device damages (jacket stretch marks, sheath stretch marks, multiple stent holder bends) likely contributing to the reported difficulties. Manipulation of the compromised device as reportedly the handle was disassembled resulted in the reported/noted hypotube material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. H6: added medical device problem code 1562.

Event description:
Subsequent to the initially filed report it was stated the proximal shaft of the device was separated when the handle was disassembled and the stent was attempted to be released. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superior mesenteric artery with mild calcification, heavy tortuosity and 85% stenosis. The 8x60 mm absolute pro self expanding stent system (sess) was advanced to the target lesion and deployment was attempted; however the stent would not release despite the red latch being opened. There was resistance in the thumbwheel. The stent completely failed to deploy. The handle was disassembled in order to deploy the stent, however the stent still would not release. The device was removed and another same size absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no significant delay in the procedure. No additional information was provided.